Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
The customer reportedly received the following results on the aviva system within 10 minutes: 547 mg/dl and 165 mg/dl. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.